Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device,following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 23-jan-2023, a spontaneous report from the united states was received via email from a 65-year-old male who used thermacare lower back and hip 8hr s/m heat wraps. On 24-jan-2023, additional information was received from a consumer which was included in this report. Medical history included prior use of thermacare for years without issue, chronic back pain, and an unspecified cancer requiring a procedure with radiation which results in his neck locking up. The consumer declined to provide information regarding his medication list. The consumer was allergic to ampicillin. On approximately (B)(6) 2022, the consumer applied a patch to his lower back for troubles with his spine. He did not wear a layer of clothing between his skin and the wrap. After approximately 6 to 7 hours of wearing the heat wrap, despite feeling some pain to the area. He normally has so many different areas of pain that he didn't think of it. Once he removed the wrap, he noted a burn to the right side of his lower back. He disposed the product. It was like a chemical burn. He was not sure if originally blistered and then popped, but the area was approximately 1.5 inches long and was open. He did not see a doctor for his burn and treated himself with triple antibiotic ointment while keeping the area covered with a band aid. The burn was completely healed by (B)(6) 2022.